Event description:
Event description cpi received information that the patient developed a rash at the implantable cardioverter defibrillator (ICD) implant site. The ICD pocket appeared to be infected and the device began to erode through the skin. The ICD was removed.